Manufacturer narrative:
The internal identifier for this report is (B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 600 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). The service documentation revealed that the fse de-contaminated the flowcell and replaced the carbon bridge; to resolve the issue. Additionally, the fse noted tha the customer is to replace all the expired cartridges. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified an issue with the carbon bridge. Therefore, the complaint event was confirmed.

Event description:
The following erroneous results were reported: sodium.